Event description:
The account reported that when the bed is in brake mode that the foot brake casters will still roll. The bed was located in the med surge dept at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. Hill-rom tech support suggested the account replace the brake casters. Three attempts have been made regarding a resolution to this complaint with no feedback from the account. Based on this info, no further action is required.